Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the blackout occurred approximately 10 minutes after powering on the otv-s300. The character information was displayed, but the endoscopic image was not obtained. When the power was repeatedly turned on and off, an e217/e216 communication error occurred. The fse was not able to isolate the defective product and requested verification by combining the otv-s300 and ltf-s190-10. In addition, the fse checked the otv-s300 log and confirmed that similar errors had occurred multiple times in the same combination. The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii video system center black out was noted when used in combination with the ltf-s190-10. The event occurred during a therapeutic laparoscopic liver resection operation and a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the endoeye flex deflectable videoscope that was used with the visera elite ii video system center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image blackout is likely to be caused by the endoeye flex detectable videoscope (ltf-s190-10) device. Additionally, the occurrence of error coding e217 was likely caused by the endoeye flex detectable videoscope (ltf-s190-10) device. Endoeye flex detectable videoscope (ltf-s190-10) was connected to otv-s300 of the asset and activated, resulting in blackout and e227. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.